Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable free thyroxine (ft4) and free triiodothyronine (ft3) results for one patient sample from a cobas e602 analyzer. Sample from the patient was submitted for investigation and was tested on an analytical e module analyzer (e170) and cobas e411 analyzer. (B)(6). Information concerning if any erroneous result was reported outside of the laboratory was requested, but it was unknown. No adverse event was reported.

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interference factor to streptavidin could be identified in the sample. This interference is documented in product labeling.